Event description:
Luxation due to subsidence of the stem. No fractures detected. Head and stem were revised 1 months post op. It was reported that the surgeon admitted that he used a stem too small. Ref MFR report: 3005180920-2013-00043.